Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (service code 107) was confirmed. As received, the monitor was intermittently resetting. Upon investigation the j1 battery connector had a cracked solder connection. The cause of the intermittent resets was the cracked solder connection. The root cause of the cracked solder connection was unable to be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned monitor sn (B)(4) and reported that the monitor was displaying a service code 107 (multiple abnormal shutdowns).